Event description:
Implant loss due to extraction, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, blood coagulation disorder, pain, swelling, sore dehiscence, dirt infection.